Manufacturer narrative:
Zimvie complaint cmp-(B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant was placed too buccal for restoration and the implant was removed. The site was grafted with allograft together with original implant placement and after removal.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization records. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing could not be performed for the reported failure. Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.